Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported polyurethane coating issues while using the guidewire device. Follow up communication with the user facility confirmed the following information: during a case the doctor switched out a .035 bsc rubicon catheter and put in a .035 angled navicross; during the exchange the doctor noted that the plastic jacket on the glidewire was damaged and prevented the catheter from going over; the jacket broke and started to separate exposing the nitinol core; the procedure was normal with no pieces of the coating left inside the patient; and the patient's condition was reported as normal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00096 to provide the returned sample evaluation. The actual device was received by the manufacturing facility for evaluation. The actual sample appeared to be missing the urethane outer layer where the core wire was found to be exposed completely. Magnifying inspection found the urethane outer layer at the distal end of the exposed core wire had the configuration implying that it had been ripped off. The urethane outer layer at the proximal end of the exposed core wire had rolled back over the wire shaft in the proximal direction with the end being in the ripped state. The segment rolled back over the wire shaft was measured and confirmed there was no missing portion. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing specifications. An attempt was made to insert the actual sample into a factory-retained navicross from the actual sample's distal end. The navicross was found to become stuck on the damaged segment of the actual sample. Simulation testing was conducted. A current product sample was pinched with forceps. In this state it was subjected to a pulling force applied from the proximal side. The urethane outer layer was ripped and separated from the core wire, with the separated urethane outer layer rolling back over the wire shaft in the proximal direction. The damage similar to that observed on the actual sample was duplicated. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample was subjected to a pulling force in the state of being pinched with some object(s). (B)(4).

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00096 to provide the returned sample evaluation.